Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device and leads were extracted due to infection and vegetation. There were no complications reported. The system was later replaced and patient was discharged home.